Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient¿s error. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics which were discontinued 21 days after event onset. Dianeal therapy was ongoing. The patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.